Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were spinal pain and degenerative disc disease/herniated disc pain. It was reported that the patient's device system was removed due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.